Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but due to use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation.